Event description:
It was reported that during attempted implant of the device and after connecting the right ventricular (rv) lead to the device there were high and undefined lead impedances noted during device interrogation. The device was removed, rv lead disconnected and retested through the analyzer and the impedances were normal. The rv connector port was washed, rv lead wiped off and rv lead reconnected to the device; again the impedance was undefined. The setscrew was checked and the rv lead pin location appeared normal. Upon a third interrogation the impedances were still high. Therefore the physician requested a new device. All test were within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.